Event description:
It was reported that air leaked from the cuff. The cuff was checked before use. After placement, the air leakage from the cuff was checked. There was no patient harm/adverse event reported.

Manufacturer narrative:
D5: operator of device is unknown. E2 - incorrect due to system limitations. Initial reporter was the account sales representative. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 22-jan-2024. H3 and h6 - evaluation codes: updated. Device evaluation: one used and decontaminated sample was received for investigation. Under visual inspection the sample appeared to be in good condition. The inflation test was repeated on the received sample. It was found that it is not even possible to inflate cuff as it leaks so badly. Due to fact that cuff leak was not observed prior use, because there are visible signs of use, it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.